Event description:
It was reported that the ilet screen delaminated from the device housing, resulting in a white, blank display and visible light from the bottom of the unit; the device separated when the user changed supplies, and a replacement was arranged while the user continued backup subcutaneous insulin therapy and cgm use. Symptoms included hyperglycemia with a reported blood glucose of 317 mg/dl without loss of consciousness or need for emergency care. Outcomes included temporary interruption of pump therapy and use of backup therapy until receipt of the replacement device. Investigation included customer interview, device use history review, and instructions provided for shutdown, data sync, and return. Investigation of this case revealed a mechanical enclosure failure consistent with screen delamination and device housing separation. It was concluded that the device experienced a hardware failure affecting the display assembly and enclosure, leading to loss of intended function; the device has not been returned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.